Manufacturer narrative:
Content: as the original bulk non sterile contract manufacturer, medron has no direct contact with end user. The information related reported date, lot number, catalog number, initial reporter, and codes are based on the notification provided from bard to medron. History: bard notified medron of a retrospective complaint analysis that changed 10 complaints to a reportable status and requested DHR reviews. As a contract manufacture, medron is also required to submit a MDR for the event per section 2.17 of the draft guidance for industry and food and drug administration staff: medical device reporting for manufacturers. These mdrs are numbered 1722746-2015-00001 through 1722746-2015-00010. Device history and process review confirmed lot met release and process requirements. Similar bulk non sterile product evaluated and confirmed to meet specification requirements.

Event description:
It was reported that during cto of a vessel, the tip of a crossing support catheter was discovered to be detached while being loaded on the guide wire. Therefore the crossing support catheter was exchanged over the wire for another crossing catheter that was successful in opening the total occluded vessel. There is no reported patient injury.